Event description:
It was reported that customer experienced issue where pump battery discharged too quickly, and no blood glucose readings. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy, and no additional information was received regarding the outcome of the event.